Event description:
It was reported the patient suffered a recent fall. Reportedly, stimulation has changed since that time. Reprogramming was attempted to no avail. Reportedly, x-rays were taken and the lead appears to have migrated.surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken during which time the lead was revised back to it's original location. Adequate stimulation was achieved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.